Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned product was found to have an issue with the eccentric system, ratchet system, and a broken fork. The eccentric system, ratchet system and oscillating system (including fork) were replaced. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the saw attachment detaches from the adapter during surgery due to vibration. No patient or operator harm was reported. Surgery was completed with the same saw. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source foreign: spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.